Manufacturer narrative:
Investigation summary: bd received your customer complaint related to platelet clumping. It is important to note that usage of this product for platelet count is considered an off-label use. The intended use is limited to sample collection used in the measurement of hemoglobin (hgb) & hematocrit (hct), when analyzed on sysmex xn - series¿ systems. Limitation notes are included in the IFU and printed on the tube unit label. Bd had not received samples or photos for investigation. Therefore, 45 retention samples from bd inventory were evaluated by visual examination and 8 retention samples by functional testing. No issues were observed for factors related to clotting or platelet clumping as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed with respect to the indicated failure modes clotting and platelet clumping. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd minidraw¿ h&h capillary blood collection tube there was platelet clumping in one sample and sample clotting in the one sample. The samples were recollected. There were no other health consequences or impacts reported.